Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis, decrease sensorium, and fatal acute coronary syndrome secondary to coronary artery disease in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing until the time of death. During a call, the following was reported. On an unreported date, the patient was diagnosed with peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. The patient recovered from this peritonitis event. On (B)(6) 2012, the patient was hospitalized for decrease sensorium (onset date not reported). On (B)(6) 2012, the patient died due to acute coronary syndrome secondary to coronary artery disease (onset date not reported). It is unknown if an autopsy was performed. Per the nurse, the fatal acute coronary syndrome secondary to coronary artery disease was unrelated to baxter therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.